Event description:
EKG's show low amplitude. Reviewed by staff cardiologist who says these are not correct. Cardiologist says this is not a lead issue. One machine had been returned to philips for repair following other episodes like this, and philips said it was a lead issue causing the low amplitude readings. The other machine was a loaner provided by philips while our machines were repaired and allowed to stay in our facility due to staff and physician distrust of the "repaired" machines.======================manufacturer response for EKG machine, tc 50 (per site reporter).======================3. Philips aarc (advanced algorithm research center) has reviewed the ecgs provided by university of (b(4) as examples of low amplitude. The following summary was provided by the aarc researcher: amplitudes in avl, avr and avf are consistent with the other leads in the ECG. These ecgs are examples where the qrs axis falls at or near -30, 0, 30 or 60 degrees so that the lead with the direction vector 90 degrees away from the qrs axis has very low amplitude.4. Philips aarc is available to discuss their interpretation with the (B)(4) cardiologist whom had identified the low amplitude. A separate meeting can be setup for this, or we can provide contact information to the cardiologist.5. In view of the multiple issues experienced with the three tc50 units, philips has agreed to replace the three units for customer satisfaction.======================manufacturer response for EKG loaner, tc 50 (per site reporter).======================3. Philips aarc (advanced algorithm research center) has reviewed the ecgs provided by as examples of low amplitude. The following summary was provided by the aarc researcher: amplitudes in avl, avr and avf are consistent with the other leads in the ECG. These ecgs are examples where the qrs axis falls at or near -30, 0, 30 or 60 degrees so that the lead with the direction vector 90 degrees away from the qrs axis has very low amplitude.4. Philips aarc is available to discuss their interpretation with the (B)(4) cardiologist whom had identified the low amplitude. A separate meeting can be setup for this, or we can provide contact information to the cardiologist.5. In view of the multiple issues experienced with the three tc50 units, philips has agreed to replace the three units for customer satisfaction.